Manufacturer narrative:
(B)(4)

Event description:
It was reported that the receiver was overheating. The product was evaluated. An internal visual inspection was performed and failed due to a contaminated usb connector. Pictures were taken. Receiver charge and boot testing were performed and failed due to the receiver having no power. An internal visual inspection was performed and passed. The log was not downloaded for review due to a contaminated usb connector and the receiver having no power. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.